Event description:
Healthcare professional reported a left side exchange with no complaint against the device. Healthcare professional later reported deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. Device analysis: the device related to the reported event of deflation-breast was received on may 13, 2024 with lot number 3415975. Based on the device analysis grid, the assessments of the complaint are: deflation-breast: observed, broken device assessed as surgical damage. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.